Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
3/11/26 - updated email attachment has been received critical care nurses reported in an online survey stated that the patient experienced 'bacteriuria/cauti' after placement of the foley catheter. The nurse was asked if they believed the complication to be device related or related to an 'other' reason and the nurse stated an other reason and stated 'patient had stroke and was confused, so very restless and was pulling on the catheter¿